Manufacturer narrative:
Section b3: section b3: as the onset date for the discomfort and swelling is unknown, the event date is estimated as february of 2026. Section d4: the lot number of the product is unknown. Attempts have been made for additional information, however, no further information was provided. Section h4: as the lot number of the product is unknown, the device manufacture date is also unknown without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced discomfort and swelling. The patient advised that they had always had the discomfort and swelling, but lately it had been worse. The patient stated that their usual discomfort was rated 6 out of 10, and when putting weight on the foot the discomfort is an 8 out of 10. The patient stated that some days they did not treat with the bone healing system device at all because the sflx 3 coil puts pressure on their swollen tendon. The patient noted that their level of activity had not changed recently but stated that they began putting weight on their foot approximately 3 weeks ago. The patient began taking approximately 10 steps per day, then returning to the wheelchair. The patient¿s doctor requested that the patient be switched to another bone growth stimulator as the patient had not had any bone growth. An orthopak device was shipped to the patient. No further information was provided.